Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories show that the last basal and bolus deliveries occurred on (B)(6) 2014. A review of the black box showed that a temporary basal rate was set from 12:39 on (B)(6) 2014 until 13:54 on (B)(6) 2014 and from 21:09 on (B)(6) 2014 until 03:06 on (B)(6) 2014. A review of the alarm history showed no alarms outside normal use. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had low blood glucose (bg) values yesterday morning, so reporter gave juice and took patient off of pump. Patient was given glucagon. Low bg values continued during the day, but the patient had highs overnight while off the pump. Patient was reconnected to pump this morning and given a bolus for breakfast. Patient had a low bg of 21 mg/dl afterwards and became unresponsive. Reporter feels the pump is not safe to use and has discontinued pump therapy at this time. Reporter states patient may be going through a growth spurt. Customer support (cs) advised reporter to use an alternate form of insulin delivery until replacement pump arrives. This complaint is being reported as the patient experienced hypoglycemia and it is unclear if the pump contributed to the event.